Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was received for analysis. External insulation abrasion consistent with friction against another device or feature of the heart was noted at 10.6-11.6 cm from the distal cut end. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.